Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy test (-7.75%). It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information was received by smiths medical that the event occurred as part of customer's routine testing and there was no patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was returned for a "failed accuracy" issue. The state problem was unable to be verified or repeated. The cracked front housing was replaced. The device was calibrated and the software was installed. The device then passed all functional and delivery tests. There was no fault found with the returned pump.